Event description:
Additional information indicates that surgical intervention will be undertaken at a later date to address the issue.

Event description:
It was reported that the patient's lead has migrated and has high impedances. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates that no surgical intervention will be taken on the lead at this time.

Manufacturer narrative:
Correction: upon review, the issue should not have been submitted as a medical device report (MDR) as no surgical intervention will be taken on the lead at this time. There is no alleged stated deficiency or malfunction of the device. This device is no longer considered reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue.